Event description:
The provider did a load test with meter at the joystick drops to about 17 volts, load testing batteries themselves are ok. Previously replaced battery box lid and wires to controller. Motors test ok. Must be a connection issue with the controller. .